Manufacturer narrative:
The fsr replaced the roller pump display. The unit operated to the manufacturer's specifications.

Event description:
The field service representative (fsr) reported that during preventative maintenance (pm) of the device, the roller pump display would intermittently go blank. There was no patient involvement.

Manufacturer narrative:
Updated block: d9.

Manufacturer narrative:
During laboratory evaluation, the product surveillance technician (pst) connected the cable and roller pump display to separate lab use only (luo) testing equipment. The pumps were started and left running with no disruption to either display. The display subassembly was not affected by pressure associated with operation of the membrane panel buttons. Additional stress applied beyond typical use did not disrupt the display function. The pst left the display running overnight and there was no interruption to the output. It was determined that both the cable and roller pump display functioned as intended.

Manufacturer narrative:
The reported complaint could not be confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.